Manufacturer narrative:
Tech found that the hi/low down valve was bleeding slowly which caused the drift. Replaced the valve to resolve this issue.

Event description:
Allegation received that the head hi/low drifts down slowly overnight.